Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted the stent delivery catheter and the wire kinked causing the occlusion balloon to deflate. The device was removed and replaced with another to complete the case. The patient is reported to be fine.